Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time.

Event description:
It was reported that there was a broken shaft following the appropriated surgical technique to remove the handle that supports the anchor and the internal screw came out. The "internal screw" is a bioraptor plug not an internal screw. The bioraptor plug came out completely; it was not broken, beside that the suture and the anchor were properly positioned. Healthcare professional was still able to use the anchor to complete the procedure, despite the issue. The site was prepared by abrading bone with shaver. It was also reported that the bioraptor plug was the part that was able to be removed. Patient was noted to be okay post-procedure; no additional monitoring or medical interventions were required. No other complications were noted.